Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer reverted to manual injections for insulin therapy.